Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. In addition, high capture thresholds were exhibited. Subsequently, this rv lead was surgically abandoned. Another lead was implanted to complete this procedure. Additional information from the field representative provided pacing impedance measurements were high but within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. In addition, high capture thresholds were exhibited. Subsequently, this rv lead was surgically abandoned. Another lead was implanted to complete this procedure. Additional information has been requested but was not provided at this time. No additional adverse patient effects were reported.